Event description:
It was reported that the pump touchscreen timed off sooner than expected. Customer's blood glucose was 370 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.